Manufacturer narrative:
The device's pushwire is expected to be returned for analysis. Follow up attempts have been made, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that post the device detachment, a thread of wire remained on the plug after the deployment. There were no patient symptoms.

Manufacturer narrative:
Based on the device analysis and reported information, the report of pushwire break/separation was confirmed, as the pushwire was found to be broken. Per the scanning electron microscopy (sem) analysis report, the crack initiated from the bar outer surface via fatigue and the rest of the fracture surface exhibits ductile overload features. Pushwire break/separation can occur if the mvp device is advanced, manipulated or withdrawn against excessive resistance. Resistance can occur due to patient vessel tortuosity, damage, catheter incompatibility, failure to prepare the device prior to use, and failure to utilize a continuous flush. Additional information was not provided for this event; therefore, the root cause could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Per the mvp instructions for use (IFU): inspect the mvp system prior to use for any irregularities or damage and discard if any inconsistencies are observed. Exercise care in handling the mvp system to reduce the chance of accidental damage. The mvp system should be hydrated prior to use. Verify mvp system compatibility when using other ancillary devices in intravascular procedures. Physician must be familiar with percutaneous, intravascular techniques and possible complications associated with the procedure. There is a potential for higher push forces when used with slotted nitinol composite microcatheters/catheters. In order to achieve optimal performance of the mvp system and to reduce the risk of thromboembolic complication, a continuous saline flush should be maintained between access sheath and guide catheter, microcatheter/catheter and guide catheter, and microcatheter/catheter and guidewire and mvp system. The mvp system should be advanced or manipulated under fluoroscopic guidance. Do not advance or withdraw the device when excessive resistance is met until the cause of resistance is determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mvp pushwire was returned for analysis. No bends or kinks were found with the pushwire. The pushwire was measured and the distal end was found to be missing. It is likely this missing segment remains with the plug implanted within the patient. The mvp pushwire broken end will be sent out for scanning electron microscopy (sem) analysis. No other anomalies were observed. A supplemental report will be submitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.